Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for chronic low back pain and spinal pain. It was reported that ins is not working and has been turned off. Caller initially reported 2 years but then while consulting with the patient on the call, patient confirmed ins had been not working and off for only 3-4 months. Caller mentioned that they think the "battery might be no good" and patient was probably going to have another one put in. Caller states patient is scheduled for knee MRI and doesn't have external equipment with them. Possible overdischarge information and MRI mode information was reviewed with the patient. No symptoms were reported and no further complications were reported/anticipated.